Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The field service engineer (fse) evaluated the unit and confirmed the reported error. The fse replaced the speakers to address the reported issue. The part was returned to the manufacturer for investigation: it was determined the customer complaint of ¿primary alarm failed was verified. Speaker voice coil is open. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer complaint of ¿primary alarm failed." There was no patient involvement.